Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient underwent a revision surgery due to dorsiflexion of the tibial implant within a few months of implantation. A different total ankle was used in the revision.